Event description:
Bd 3 ml luer-lok tip syringe, lot 0150246 does not have any ink on the syringes to mark the measurements. Some nurses reported finding these sealed unmarked syringes in previous days. Sixty one syringes were remaining in our floor stock that had this defect. They have been removed from the floor stock and our supply manager notified.